Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system had a history of atrial undersensing and low amplitude p-waves. Additionally, atrial burden diagnostics were not accurate. Atrial fibrillation (af) amplitude was 0.5mv, and sensitivity was programmed to 0.75 mv. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.